Event description:
A report was received that the patient was experiencing discomfort at the pocket site which was described as soreness and bothersome. The patient underwent a pocket revision procedure and was doing well postoperatively.